Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 25 mm insert. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient presented to office with unstable knee. Patient was revised with triathlon ts.